Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.0 device for mechanical circulatory support. Later, an activated coagulation time of 360 seconds and purge without heparin were reported, along with anticoagulation issues and slight bleeding. A transfusion of ek/tk and human prothrombin complex (ppsb) were given. The patient remained on impella support and was successfully weaned.